Manufacturer narrative:
General conclusion. Device involvement: a causal relationship between the reported event and the device could not be established. Event characterization: the event was classified as device not returned. Technical investigation summary. Laboratory testing. Laboratory testing could not be performed as the device was not returned for evaluation. In the absence of the physical product, it was not possible to apply the defined test methods or conduct any material or functional analysis in accordance with standard procedures. Root cause analysis. Based on the investigation performed, the event could not be confirmed, and no definitive root cause could be identified. Clinical confirmation. Upon thorough evaluation of the submitted clinical documentation and supporting evidence, infection was not confirmed. Root cause analysis. This event is a well-documented complication inherent to breast implant surgery. Based on the analysis of the available data, including clinical findings and product traceability records, there is no evidence indicating a causal link between this specific case and any product-related factors, including raw materials or manufacturing processes. The etiology of the alleged event is recognized as multifactorial, given the absence of manufacturing deviations or anomalies, and in line with current clinical literature, the event is considered not attributable to the manufacturing process and/or the product itself. Dfu and labeling evaluation. The alleged event is a known, well-documented complication associated with silicone breast implants. It is clearly addressed in the product¿s directions for use (dfu), which states: tissue expander rupture/deflation occurs when the shell develops a tear or a hole. Rupture/deflation can occur at any time after implantation but increases in likelihood the longer the breast tissue expander is in place. The following may cause expanders to rupture/deflate: damage by surgical instruments, device stress and weakening during implantation, age and design of the device, placement, occurrence of post-operatory hematomas or seromas, folding or wrinkling of the expander¿s shell, trauma and severe capsular contracture. Expander deflation may occur if there is leakage of saline solution when inserting the needle out of the injection area during filling; another possible cause is a damaged breast tissue expander envelope. Infection can occur with any surgery or implanted device. Most infections resulting from surgery appear within a few days to weeks after the operation. However, infection is possible at any time after surgery. Infections in tissue with an expander present are harder to treat than infections in tissue without any. If an infection does not respond to antibiotics, the expander may have to be removed and another device may be placed after the infection is resolved. As with other surgical procedures, toxic shock syndrome in rare instances has been noted in women after breast implant surgery. This is a life-threatening condition and its symptoms include: sudden fever, vomiting, diarrhea, fainting, dizziness, and/or sunburn-like rash. Patients should be instructed to contact their doctor immediately for diagnosis and treatment if they have these symptoms. The dfu also emphasizes the responsibility of the surgeon to fully inform the patient of potential risks and complications during the pre-operative consultation. Patients are provided with the document ¿motiva implants®: information for the patient,¿ accessible at IFU.motiva. Health. Breast implants are not considered lifetime devices, and implant rupture is a risk associated with breast surgery, which can occur at any time. Trend and signal monitoring. The event has been evaluated as part of ongoing trend analysis activities within the pms program. Per the current complaint data report: no adverse or unexpected trends related to the alleged event have been identified. No further corrective or preventive actions are required at this time. Establishment labs will continue to monitor for similar events as part of routine pms surveillance.

Manufacturer narrative:
As stated in the literature: ¿the human breast is not a sterile anatomic structure; it contains endogenous flora, derived from the nipple ducts, that is essentially similar to that found in normal skin. Multiple breast ducts provide a passage from the skin surface to deep within the breast tissue" (pittet et al, 2005). "Symptoms of infection usually manifest during the first 2 postoperative weeks, but delayed infections may occur months or even years after the operation" (skandalakis, 2009). The alleged event is a risk associated with breast surgery, and there is no evidence to suggest a link between this particular implant and/or its manufacturing process and a higher risk of occurrence. The instructions for use in the directions for use were reviewed, to determinate if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable for the section of surgical precautions as follows: infection: "signs of acute infection reported in association with breast implants include edema, erythema, tenderness, pain, and fever. As with other invasive surgeries, toxic shock syndrome (tss), a life-threatening condition, has been reported in rare instances following breast implant surgery. Symptoms of tss occur suddenly and can include high fever (102°f (38.8°c) or higher), vomiting, diarrhea, sunburn-like rash, red eyes, dizziness, lightheadedness, muscle aches, and drops in blood pressure, which may cause fainting. Patients should immediately contact their physician for diagnosis and treatment if any of these symptoms occur." Patients should be advised that tissue expanders may deflate and require replacement surgery. Tissue-expander deflation occurs when saline solution leaks through a break or damaged shell or injection port. Rupture/deflation can occur at any time after implantation, but the likelihood increases the more prolonged the breast-tissue expander is in place. Deflation occurs immediately or progressively and is noted by the loss of size/shape of the device. Establishment labs requested the motiva flora ® te in order to test the unit to determine the most assignable cause, including but not limited to: revision and characterization of the failure, testing according to approved standards, etc.). A complete review of the DHR for lot involved was carried out, no deviation was found in the manufacturing process. Additionally, there were no indications of abnormalities in raw materials or manufacturing processes which may have affected this particular batch. Establishment labs will continue to monitor for similar complaints/trends. As part of the post market surveillance process, monitoring of the primary endpoints reported is performed to determine unfavorable trends. Per our current complaint data report, no unfavorable trends were detected on this product. No further actions are required.

Event description:
USA. Allegedly, a tissue expander leaked and caused an infection that led the patient to be hospitalized; at this point, the devices involved are unknown. No patient demographics, such as weight, or ethnicity, were provided by the reporter. Efforts to gather additional information are ongoing, and the investigation remains in progress.